Event description:
Information received a smiths medical cadd prizm under infused. Reported the patient returned for completion of 230 milliliters, for 46 infused and 50 milliliters remaining of unknown medication. No patient adverse event reported.